Event description:
It was reported that the rate/sense portion of the rv lead was capped. The high voltage portion of the lead is still active. No patient complications were reported as a result of this event.